Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system uninterruptible power supply (ups) is not reacting to the ups on/off switch cable. The cable was replaced and the system began functioning as intended. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that the returned cable had no apparent physical damage. When connected to a known good system the switch was able to power on the unit, but not consistently power down. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively for a cervical spinal fusion procedure. It was reported that the system was not booting. It was suspected that the power button may have been the issue as the system booted intermittently. Surgical time was extended less than one hour, impact on patient outcome could not be obtained by the site.